Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the ventilator began to alarm "low volume" after an unknown amount of time in use. An emergent tracheostomy change was performed. Upon removal, tracheostomy cuff was found leaking.